Event description:
The report from the affiliate indicated that the pt was included in a clinical study, which is "japan 2000". Approc seven (7) months after the index procedure coronary angiography was done in follow-up and demonstrated restenosis in the previously implanted cypher stent. The lesion was reported to be a 100% stenosis. The pt was reported to be asymptomatic. No treatment of the restenosis was done as the pt refused treatment. The pt will continue to be followed medically and was discharged from the hospital in stable condition. The physician's comment regarding the event was that it might be due to the fact that the pt can easily get cardio stenosis.

Manufacturer narrative:
The index procedure was an elective case done by the femoral internal mammary artery (rita) graft. The lesion was reported to be: eccentric, discrete, ostial, not calcified or tortuous, 5.95mm in length, 3.13 mm in diameter, an 87% stenosis, and type b2. The lesion was pre-dilated with a 2.5/20 mm balloon at 10 atm with an unk inflation time. A cypher 3.0/13 mm stent was implanted at 14 atm for 31-60 sec. The stent was post-dilated with 3.5/15 mm balloon at 12 atm with an unknown inflation time. The flow pre and post-procedure was timi 3. Ivus was done. The residual stenosis was 19%. Please note that device (csj13300, lot # i0505120) is distributed outside the united states, however it is similar to the united states product cxs13300. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.